Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease; five year follow-up. J neurol. 2009; 256(2): 225-233. Summary: this study assessed the long-term efficacy and safety or bilateral subthalamic nucleus (stn) stimulation in patients with advanced parkinson's disease (pd). A total consecutive patients with idiopathic pd treated with bilateral stn stimulation were enrolled from 1998 to 2002. It was reported that one pt required repositioning of one electrode because of a lack of efficacy or capsular side effects. This was performed within the first 6 months after the initial surgery. See manufacturer report number: 2182207200903228.